Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v557930, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient could not make an adjustment with or without the antenna attached. She also had no stimulation sensation. The poor communication and lack of stimulation sensation began on (B)(6) 2015. The patient then had a loss of therapy and ¿control¿ on (B)(6) 2015. She then fell after all of this occurred on (B)(6) 2015. No intervention or patient outcome was reported, so additional information was requested. If additional information is received a s supplemental report will be sent.